Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2018 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event and explant date is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.